Event description:
The following info pertaining to the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Customer claims this unit is alarming circuit occlusion, he claims all the parts were removed from the exhalation side and there were no problems, part were not damaged or kinked, he bypass the exhalation filter and water trap and the problem was not corrected. Instructed customer to check the o-rings on the exhalation flow sensor receptacle and to make sure they are not damaged, also to calibrate the inspiratory pressure, exhalation pressure, exhalation flow transducers. Customer is going to follow our suggestions and let us know if the problem was corrected. There was no info provided regarding if this unit was on a pt when the problem occurred."

Manufacturer narrative:
(B)(4). The carefusion tech support specialist provided the user facility with several troubleshooting recommendations; however no definitive root cause of the reported event was determined. The user facility stated that they would follow the troubleshooting recommendations and call back to advise carefusion of the results. As of (B)(4) 2015 the user facility has not provided the results of their troubleshooting. Should carefusion receive additional info, a follow-up medwatch report will be submitted.